Event description:
Boston scientific crm received information that during the implant procedure, difficulty was encountered accessing the subclavian vein by puncture technique. This right ventricular lead was introduced after a cephalic venous cut down procedure. During the procedure, the patient with this led experienced a pneumothorax which required a chest drain insertion post procedure. It was thought the needle puncture contributed to the reported clinical allegation.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.